Event description:
Information was received indicating that a cadd administration set under infused. It was reported there was 103 ml remaining in the IV gentamycin home IV medication bag and the child was at the hospital for under dose which was reported as no apparent harm, inconvenience. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6).